Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirmed in history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. We were unable to perform occlusion test and error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. No check setting alarms noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 202 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.